Manufacturer narrative:
Concomitant medical products: product ID: 511211 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead trends show high rv threshold and low but stable pacing impedances. It was noted that the pacing impedance had dipped below the lower programmed threshold. It was also noted that a lead integrity alert (lia) warning had triggered a couple of years ago for the rv lead due to high rate non-sustained episodes and elevated sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.